Event description:
It was reported that the triathlon ts study subject was having their primary stryker triathlon knee revised.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial insert. An unknown tibial baseplate and tibial insert were listed in the report. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.